Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an infection/inflammation on the right eye (od) at a 1 day post-operative exam. A brief description from the surgery center indicated that the patient had more inflammation on the right eye than the left eye and there was lipid under right eye of flap. Topical steroids were increased to treat the symptoms and flap lift and irrigate is planned. There was no loss of best corrected visual acuity noted. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x -.50 x 2, left eye pre-op 20/20 -2.00 x .00 x 90. This report is for the femtosecond laser. A separate report is being filed on the excimer laser.